Event description:
I was at the (B)(6) having a 3t MRI of my lower back. While I was in the tube, my left elbow began to get quite hot until it became quite uncomfortable and almost gave me reason to stop the scan but the scan was much more important than the pain so I let it complete. When I got out of the tube, I told the tech and he said that was normal. Being in the business, I knew this wasn't right. I had suffered an rf related burn. The heat in the area persisted for about an hour. The area was red and hot to the touch. Both arms were folded at the elbow and laid on my chest. Neither was in contact with the tube walls. The MRI machine was an older ge product. As luck would have it, two ge technicians were in the building working on something else. I stepped right up to them and told them. One reached out to touch my arm to feel the heat for himself. Both agreed that was not normal. I sent the imaging center an email and told them they needed to have their coils aligned and their staff better trained. I can only hope my arm doesn't develop some form of cancer or fall off altogether in my later years.